Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had been exhibiting a steadily increase in shock impedance measurement observed over an extended period. The impedance measurement was near 160 ohms approximately for the last three months and the patient was admitted into the hospital for a shock test. At the initial device interrogation, before the shock test, an alert for high shock impedance was measured at 161 ohms. The patient was sedated, and ventricular fibrillation (vf) was induced. A 26 joule shock was delivered without converting the vf, instead an alert appeared indicating an open circuit condition was detected during shock delivery and evaluate pulse generator and lead system integrity and consider replacement of one or both components. Uncertain if the device would attempt a second shock programmed to 31 joule, the external defibrillator was set to charge, but before it was finished charging, the device delivered another shock converting the vf. The patient was taken out of sedation without complications. After consulting with colleagues, the physician decided on a plan to transfer the patient to a hospital capable of extracting both the atrial and the ventricular leads. Previously, noise had been recorded on the competitor right atrial (ra) lead. No additional adverse patient effects were reported. The device and rv lead are expected to return for analysis.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had been exhibiting a steadily increase in shock impedance measurement observed over an extended period. The impedance measurement was near 160 ohms approximately for the last three months and the patient was admitted into the hospital for a shock test. At the initial device interrogation, before the shock test, an alert for high shock impedance was measured at 161 ohms. The patient was sedated, and ventricular fibrillation (vf) was induced. A 26 joule shock was delivered without converting the vf, instead an alert appeared indicating an open circuit condition was detected during shock delivery and evaluate pulse generator and lead system integrity and consider replacement of one or both components. Uncertain if the device would attempt a second shock programmed to 31 joule, the external defibrillator was set to charge, but before it was finished charging, the device delivered another shock converting the vf. The patient was taken out of sedation without complications. After consulting with colleagues, the physician decided on a plan to transfer the patient to a hospital capable of extracting both the atrial and the ventricular leads. Previously, noise had been recorded on the competitor right atrial (ra) lead. No additional adverse patient effects were reported. The device and rv lead are expected to return for analysis. Additional information was provided, it was reported that the boston scientific ICD and rv lead were explanted. During lead extraction, the rv lead was damaged. Additionally, the competitor ra lead was also explanted. A new competitor single chamber ICD was implanted successfully. There were no additional adverse patient effects reported. The device and rv lead are expected to return for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected a steady increase in shock impedance measurements over time. The impedance measurements had been near 160 ohms for the prior three months and the patient was admitted into the hospital for a shock test. Upon device interrogation, before the shock test, an alert for high shock impedance was noted. The shock impedance measurement was 161 ohms. The patient was sedated and ventricular fibrillation (vf) was induced. A 26 joule shock was delivered by the device; however, the vf was not converted. Instead, an alert appeared indicating an open circuit condition was detected during shock delivery with a suggestion to evaluate pulse generator and lead system integrity and consider replacement of one or both components. Uncertain if the device would attempt a second shock programmed to 31 joule, the external defibrillator was set to charge, but before it was finished charging, the device delivered another shock which converted the vf. The patient was taken out of sedation without complications. After consulting with colleagues, the physician decided on a plan to transfer the patient to a hospital capable of extracting both the atrial and the ventricular leads. Previously, noise had been noted on the right atrial (ra) channel. The ra lead is manufactured by another company. No additional adverse patient effects were reported. Additional information was provided that the boston scientific ICD and rv lead were explanted. During lead extraction, the rv lead was damaged. Additionally, the competitor ra lead was explanted. A new single chamber ICD, from a different manufacturer, was implanted successfully. There were no additional adverse patient effects reported. The device and rv lead are expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination noted the lead had been severed approximately 550 millimeters (mm) from the tip end and only the distal segment was returned. Inspection also confirmed the reported, induced damage from the explant procedure. Finally, calcification on the shock coil of the lead was noted. Testing was completed on the lead segment to assess the electrical performance. Measurements were within normal limits. Analysis concluded the observed increase in shock impedance measurements over time was likely contributed to by the calcification noted on the shock coil of this lead. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase. Calcification is a known inherent risk of this product.